Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4).

Event description:
It was reported that six months post implantation of three overlapping vascular stents (6 x 40 mm, 6 x 100 mm, 6 x 200 mm) for treatment of a total occlusion of the right proximal sfa, the stents were found to be occluded. Reportedly, the length of the stented segment was 280 mm and the overlapping zone of the stents was 20 mm respectively 30 mm. There was no calcification of the target lesion. Pre-dilation of the lesion had been performed with a 4 x 80 mm and a 5 x 200 mm balloon. The stents were post-dilated by using three drug-coated balloons with a diameter of 5 mm. A percutaneous procedure was performed for patient treatment. There was no reported patient injury. This is the same patient as reported in medwatch report # 9681442-2016-00310 and 9681442-2016-00311.

Event description:
It was reported that six months post implantation of three overlapping vascular stents (6 x 40 mm, 6 x 100 mm, 6 x 200 mm) for treatment of a total occlusion of the right proximal sfa, the stents were found to be occluded. Reportedly, the length of the stented segment was 280 mm and the overlapping zone of the stents was 20 mm respectively 30 mm. There was no calcification of the target lesion. Pre-dilation of the lesion had been performed with a 4 x 80 mm and a 5 x 200 mm balloon. The stents were post-dilated by using three drug-coated balloons with a diameter of 5 mm. A percutaneous procedure was performed for patient treatment. There was no reported patient injury. This is the same patient as reported in medwatch report # 9681442-2016-00310 and 9681442-2016-00311.